Manufacturer narrative:
(B)(4) fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that two rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that two rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual heated evaqua2 breathing circuits were returned to fisher & paykel (f&p) healthcare in new zealand for evaluation, where they were visually inspected, and leak tested. Results: visual inspection identified no damage or defects with the returned circuits. Leak test confirmed that the returned rt380 adult circuits were within specification. Conclusion: the investigation findings confirmed that there was no fault found with the returned devices. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology states the following: do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.